Event description:
The customer received questionable creatinine plus ver.2 (crep) results on their integra 800 analyzer. The customer provided data for three questionable results, of which one was discrepant and reported outside the laboratory. The patient's initial result was 152 umol/l. The physician did not believe the result was right and contacted the lab to repeat the sample. On (B)(6) 2012, the repeat result was 72 umol/l. The physician did not use the discrepant result to consider any change to the treatment of the patient. The crep reagent lot number and expiration date were not provided.

Manufacturer narrative:
This event occured in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined. The quality control data was acceptable. The reaction kinetics for the discrepant result were checked and indicate the event may have been related to reagent carry- over. Proper daily maintenance was recommended to the customer. In addition, the customer introduced an extra wash cycle and has not seen additional issues since introduction of this wash cycle. There were no adverse events.